Event description:
It was reported that oversensing and non-sustained tachycardia (nst) events were observed. The impedances are all within range. The oversensing could not be reproduced in the office. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates oversensing. Two ventricular non-sustained tachyarrhythmia events were logged between (B)(6) 2010 and (B)(6) 2010. Two ventricular fibrillation events were logged between (B)(6) 2010 and (B)(6) 2010.